Event description:
The product was broken during surgery, and the broken piece temporarily remained in the patient's body. The broken piece was removed in another surgery.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.